Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three opened or used reservoirs. Performed leak test and all reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings, and the customer kept experiencing the same issue. The blood glucose reading was 331mg/dl. No further information was provided.